Manufacturer narrative:
Received from the customer a used balloon drainage catheter noting a connecting tube was attached with white surgical tape around the connection area of the catheter and connecting tube. Water was injected into the inflation lumen of the balloon noting leakage at the balloon. Under magnification the fluid was found to be exiting under the balloon's proximal bond in a small stream. Most likely an inadequate bond has caused this to occur and the proper departments have been notified.

Event description:
The physician placed the catheter without incident. Six to 7 hours later, the nurse was confirmed did not drainage the pt's urine. So the physician did angiography and confirmed that the catheter was came off. The physician performed abdominal operation and placed the urinary catheter. No harm to the pt.